Manufacturer narrative:
Other: infection and hemorrhage. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from post market clinical study, healthcare provider via manufacturer representative regarding an event happened during post-op of the reported products. The pre-op diagnosis was degenerative kyphoscoliosis and medical history includes two herniated discs. It was reported that, disassembly of the material on (B)(6) 2017 and 7 days after bleeding occurred from scar due to infection. Revision surgery was performed on (B)(6) 2017 and the rod was changed. It was unknown, if any additional treatment was performed for infection. The reported rod was discarded. No further complications reported.